Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addrl1 ipg, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was experiencing fatigue and tiredness. It was discovered that the right ventricular (rv) lead was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.